Event description:
It was reported to the aci sales professional that a female with a history of pvd underwent a coronary interventional cath procedure in 2009 with peri-procedural angiomax. A 6f sheath was used to access the right sfa. The physician, trained the mynx procedure, proceeded to use the mynx device to close the femoral artery. Immediately following the mynx procedure, there was an acute failure to achieve hemostasis with a developing pseudoaneurysm and loss of ipsilateral distal pulses. For unk reasons, the physician was unable to perform contralateral percutaneous access, so the pt was taken to the or. At this time a clot was noted at the mouth of the sfa which was removed (unk if clot was analyzed). In addition, it was also noted that there was a significant amount of heavily calcified atherosclerotic plaque causing significant narrowing of that location. The physician proceeded to remove all the plaque and very good antegrade blood flow was observed. A # 4 embolectomy catheter was passed downstream the sfa and no clots were extracted. However, the physician believes that the sealant had misdeployed and that the mynx sealant caused or contributed to the occlusion. It was reported that the pt tolerated the procedure well and was transferred to the recovery room in stable condition.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on info received and investigation performed, the root cause of the reported pseudoaneurysm and occlusion could not be determined. It is unk if the clot was sent to pathology to confirm its composition. Pseudoaneurysms are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept.